Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s stimulation as out of the pain area due to the lead migrating. As a result, surgical intervention took place on (B)(6) 2019 wherein the patient¿s lead was explanted and replaced. Therapy has been restored post-op.

Manufacturer narrative:
The report event of lead migration was not confirmed. As received, visual inspection showed the returned lead worked and passed all test. The cause of the reported event remains unknown.